Manufacturer narrative:
Return requested for camera. No parts have been received by manufacturer for analysis. - 10/26/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system camera had cycled twice. The navigation system had been on for an hour when it cycled, that was ten minutes after registering the patient. The camera cycled again 4 minutes after that and then did not cycle again. There was no delay of therapy. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.